Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. Although requested, no additional information, including confirmatory testing, patient information, impact, or outcome, has been provided.

Manufacturer narrative:
B3 - the date of event is an approximation as the actual event date could not be obtained. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. Although requested, no additional information, including confirmatory testing, patient information, impact, or outcome, has been provided.

Manufacturer narrative:
B3 - the date of event is an approximation as the actual event date could not be obtained. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000962456 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000962456, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.